Event description:
Additional information received that the suspected root cause of the event was insulation damage of the right ventricular lead. No intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Provocative testing was performed and noise was reproduced in real time, however, no intervention was performed. The patient was stable.